Manufacturer narrative:
Investigation summary: "material #: 367955. Lot/batch #: 1151159. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each drawn with deionized water, and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes is underfilled. The following information was provided by the initial reporter. The customer stated: "sstii advance tubes 367955, lot 1151159 underfill is out of acceptable range +-10%. Photos are included. Problem appears systematically. There were no changes in clinical practices or conditions that could cause this."